Event description:
Patient reports curlin pump malfunction. Per patient, home health registered nurse was unable to start it. Unknown if patient missed dose or experienced adverse event. No further information provided patient infuses gamunex 2.5g and 20g (22.5g total) intravenously daily for 2 days once every 6 weeks indication = chronic inflammatory demyelinating polyneuritis.